Event description:
A pt received a result of 2.7 inr on the suspect device. Within thirty minutes a lab value was 4.5 inr. Primary md admitted the pt to the hosp. Coumadin was held to lower the inr and the pt was discharged. The device was replaced with new product and authorized for return to the manufacturer for evaluation.